Event description:
Preliminary evaluation of the pump logs indicate that ipc and negative pressure sensors maxed out at first during an infusion, then startupcheck detected the same error multiple times afterwards. Pump entered fail-stop state during an active infusion. Reporting due to the referenced technical issue; no adverse effects or serious injuries were reported. More information is needed to complete the investigation.